Event description:
A power source alert 07 was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, which resulted in the pump starting to charge.